Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection confirmed all four seal plugs had been removed from the device header. Body fluid was noted in the lead barrels. The setscrews that remained in the device header were tested and all were able to move in both directions; no setscrews were stuck. However, the rv proximal capture washer was bent upward, indicating excessive force was applied in the counter clockwise direction. All other capture washers were missing from the device. One setscrew, two bent capture washers, and portions of broken torque wrenches were returned in a separate container. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that during a pacemaker replacement procedure, the setscrews on this pacemaker could not be loosened properly for the leads to be removed. The seal plugs were removed and the setscrew areas were flushed with saline, but this did not resolve the issue. Several torque and non-torque wrenches from multiple manufacturers were tried, without success. Finally a wrench was bent into an l shape and the setscrews were able to be loosened. The chronic leads were tested on the pacing system analyzer (psa) with normal lead measurements observed. A new, non-boston scientific pacemaker was implanted with the chronic leads to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.